Event description:
Additional information received reported that the patient received a new stimulator in (B)(6) 2013. It was noted that the problem was solved but the reason was unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the implantable neurostimulator (ins) shut down on its own and after it was ¿complicated¿ or ¿hard¿ to turn on. It was hard to create the communication between the patient programmer and the ins. It was noted that after ¿difficulties¿ turning on there was a ¿shocking kind of feeling¿ when the device was started. There was no beep sound and when the beep sound came there was a ¿shocking kind of feeling.¿ it was noted that there was an eight second soft start programmed. It was not position dependent and not related to any specific action or place. It had been going on for about eight months prior to report. It was noted that before the ins had been working without problems and with good relief of pain. The communication problem and ¿disturbing feeling¿ started at the same time. It was further noted that after a ¿few shocks¿ the patient did not want to shut down the device and it had ¿stopped to do things that needed to shut down the device.¿ symptoms included pain at an unknown location. Impedance was measured between 548 and 833 ohms. Therapy impedance was 1133 ohms. The magnet control was turned off. There were no hospitalizations and no ¿treatments¿ done during the time. It was noted that the device was reprogrammed. The cause of issue was not determined and the issue was not resolved. Additional information received reported that the magnet control was programmed off by the manufacturing representative. The patient¿s therapy was good and the patient was not willing to ¿skip it.¿ the problem continued and the healthcare professional (hcp) reported that a week from reprogramming the patient was doing ¿forestwork¿ and afterwards it took ¿over an hour¿ to turn the device on. The manufacturing representative was ¿guessing¿ that ¿forestwork¿ meant chainsaw. A few days later, the device turned itself off but it was easy to turn it on. It was noted that there were no error messages or question marks. Additional information received reported that the problem with the stimulator continued. The ins shut down twice during the night and on the first or second time needed ¿x times to start (at least 30 minutes).¿ when the device was started there was a ¿strong electrical feeling.¿ the patient wondered the reason for changes in adjusting the stimulation. When the patient sat on the side of the bed at night he had to lower the stimulation by six ¿pushes¿ and on the morning ¿on the position¿ had to increase with eighteen ¿pushes.¿ this ¿thing¿ started at the same time with the ¿starting problems.¿

Manufacturer narrative:
Analysis of the ins found no significant anomaly. It was noted that the ins was functionally okay with insignificant anomalies.

Event description:
Additional information received reported that the device was explanted.